Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Not available.

Event description:
Company representative reported a hip revision of a tritanium cup. Surgeon suspected loosening.

Manufacturer narrative:
Corrected data: device was returned. An event regarding loosening involving a tritanium shell was reported. The event was not confirmed. Conclusions: it was reported that surgeon suspected loosening but did not indicate any patient or device related factors that may have contributed to the event. It took the surgeon a while to get the cup out of the patient. The explanted device looked normal with some bony ingrowth. Therefore, the event could not be confirmed nor the root cause determined because insufficient medical information was provided. If additional information is received, this investigation will be reopened and re-evaluated.

Event description:
Company representative reported a hip revision of a tritanium cup. Surgeon suspected loosening.